Manufacturer narrative:
H.6. Investigation summary: samples were not provided for this record from the bd cad team. We were unable to determine if they were used with chemo medication or not therefore they did not get sent to our investigation team for review. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that a defect was found at an unspecified time with a unspecified bd 20ml syringe. The following information was provided by the initial reporter, "bag 16 pt. Event; defective nad: customer sent one used me2020. Attached to one used 20ml bd syringe. Attached to one used non-bd needle-free connector".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defect was found at an unspecified time with a unspecified bd 20ml syringe. The following information was provided by the initial reporter, "*bag 16 - pt. Event; defective nad: customer sent one used me2020 -attached to one used 20ml bd syringe -attached to one used non-bd needle-free connector."